Event description:
During deployment of a 26mm sapien valve via transapical approach, the valve moved from a 50/50 position to 30:70 aortic/ventricular, but was stable. There was trace to no paravalvular leak. His blood pressure recovered rapidly and there was no indication of valve dysfunction. A new lbbb was noted post valve implant. The patient left the or in stable condition and was doing very well. The following morning the patient was sitting up in bed in no apparent distress. Shortly thereafter, while undergoing a spirometry test, the "patient¿s eyes rolled back" and he coded. The patient had been continually monitored and on review, there were a few pvc's but no other arrhythmia on top of the lbbb. His bp crashed and he was unable to be resuscitated. Aggressive CPR was performed during the resuscitation effort. Due to the unusual circumstances of his death, an autopsy was requested. Per the pathologist, the valve appeared to be lodged in the lvot backward but other than that, could find no reason for the patient's demise. Per report, embolization of the valve into the lv occurred at some point either prior to or during CPR. The valve then lodged itself backward in the lvot. The native annular diameter was 19.9mm x 24.1mm (area of 439.3) by CT. The diameter of the sinotubular junction was 27.1mm. The native aortic valve and root were moderately calcified. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as good. During valve deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Cine images were submitted to edwards for review. The following observations and impressions were made by the medical director. Observations: cine: moderate aortic valve calcification, mild-moderate aortic root calcification, no porcelain aorta, no mac; valve position 65/35 a/v laterally, 50/50 medially, post deployment approximately 40/60 a/v; poor coaxial alignment of the ta sheath; no loss of pacing capture, ventilation held; poor image intensifier angle (iia) tee; on tee, severe bulky calcification is present on the ncc; delivery system is observed across the native annulus with expected severe ar. Impressions: valve malposition was mainly due to poor image intensifier angle with the valve deployed in a more ventricular position than anticipated by the positioning views. However, the valve appeared to be in a stable resting position. Accordingly, valve embolization was a post-procedural complication, possibly CPR related. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.